Manufacturer narrative:
(B)(4). Batch # unknown an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided.

Event description:
It was reported that during a colostomy reversal procedure, after the stapler was fired, the surgeon noted that it did not slide all the way down and the row of staplers did not come down to the tip of the stapler. He spent much time evaluating the anastomosis which added 1.5 hours to the case. There were no patient consequences reported.